Manufacturer narrative:
Qn#(B)(4). Additional information indicates that there were no patient consequences.

Manufacturer narrative:
Qn#(B)(4). DHR review could not be conducted since the lot number was not provided. - trigger partially engaged - completed trigger cycle, staples were not forming properly, not closing all the way - repeated three times with same result - follow up with tecate 5 staples were fired and in all shots the staple was not formed correctly. The device was checked, and it was observed that the cover bottom was loose, an attempt was made to shoot the device by pressing on the cover bottom and on that occasion the clip was formed correctly. 5 staples were fired and in all shots the staple was not formed correctly. The device was checked, and it was observed that the cover bottom was loose, an attempt was made to shoot the device by pressing on the cover bottom and on that occasion the clip was formed correctly. A microscopic examination of the staple tips from the misaligned staples was performed. No burrs or defects were observed. No other issues were found with the device. It appears that the misalignment of the first two staples prevented the staples from releasing on the first attempt. Upon engaging the trigger on the follow up attempt, the staples were able to fire properly. It could not be determined exactly how or what caused the staples to misalign. Revision of fmea-08-028 rev 05 was performed and the failure mode is already including it, no update is required. Since the fired clips were not formed properly because the cover bottom appears to be loose, this complaint will be referenced to a nonconformance. Since the fired clips were not formed properly because the cover bottom appears to be loose, this complaint will be referenced to a nonconformance.

Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the medical staff faced issues for 3 patients. The staples used were not forming properly. The staples were not closing and did not grab the skin properly. Another stapler was used to close the wound. Clinical consequences: bleeding. Additional information indicates that there were patient consequences.